Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during heating stage and placement of the procerva sheath, multiple fluid loss alarms (rate of loss unknown) were generated and there was fluid observed "flowing" from the cervix. At this point, the case was aborted and there were no burns sustained to the patient. Clinical follow up revealed that there was no internal absorption, there was no indication of over dilation, and there was nothing unusual about the cervix. There were no patient complications reported with this event, who was reported to be "fine".

Manufacturer narrative:
The suspect has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).